Event description:
A malfunction alarm was reported, specifically malfunction code 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to reset the pump upon returning home, since technical support did not provide pump reset information during the call.